Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide a UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Report 2 of 4. Consumer reported upon removal of a partially saturated tampon, the pledget fell apart. She manually removed the remaining pledget pieces from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.